Event description:
Livanova deutschland received a report that a s5 double head pump gave motor control failure error message during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue on side a of the s5 double head pump. In order to fix the issue, front panel assembly was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that the same issue occurred two weeks earlier still on this s5 double head pump, but on side b (medwatch report #9611109-2023-00017). Since the control panel replaced includes the computer board (hkr), it cannot be ruled out that the replaced board, other than those replaced during the previous livanova service activity mentioned above, was faulty. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.